Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had compromised force sensor system alert. The blood glucose was 148 mg/dl at the time of the incident. Customer stated that insulin was squirting out during the manual prime process. Customer stated that the insulin continued to drip after motor stopped during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm. The drive support cap appears normal. Troubleshooting determined that the insulin pump should be replaced. Customer advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be replaced for analysis.